Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device following a diagnostic procedure in 2003. It was reported that the perclose "failed" therefore, manual compression was applied to achieve hemostasis. The pt was discharged home on an unspecified date. Approximately two weeks later, the pt had a follow-up appointment with the physician. The pt informed the physician that a small amount of blood had come out of the site. Upon examination of the groin, the physician reported a small lump and clear discharge from the site. The site was cultured. Three days later, the pt presented to the emergency room via an ambulance. The pt reported that the site had spontaneously bled; therefore they applied pressure and called an ambulance. The physician noted a large hematoma. The physician attributes the bleeding to the "infection". Multiple unsuccessful attempts have been made to obtain additional info.